Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in jan 2025. H11: the device and retained sample were received for evaluation. Visual inspection was performed on the returned sample which revealed a wrong assembly issue; the gamma radiated y connector is assembled instead of luer lock. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified on the returned sample; however, the issue was not verified on the retention sample. The cause of the issue was due to operator errors during the assembly related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had an incorrect component (connector) attached at the distal end. This was observed before patient use. There was no patient involvement. No additional information is available.